Event description:
The customer stated low patient results were generated on the cell-dyn 1700 analyzer. Initial results from a fingerstick sample were: hgb=7.7 g/dl, wbc 4.5 k/ul, rbc=2.52 m/ul, hct=22.8%, plt=259 k/ul. Another fingerstick sample was obtained and generated the following results: hgb=11.8 g/dl, wbc=6.6 k/ul, rbc 4.42 m/ul, hct=33.9%, plt=198 k/ul. No impact to patient management was reported. The customer stated that all control and background counts were within specification and the instrument had been recently serviced.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.